Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had developed a hematoma approximately seven weeks post implant of their implantable cardioverter defibrillator (ICD) system. A pocket revision was completed where the pocket was opened, the hematoma was removed and the pocket was irrigated. An absorbable antibacterial envelope was implanted with the reimplant of the ICD and the pocket was closed. Antibiotic treatment was provided for two weeks. Approximately four weeks after the pocket revision the entire ICD system was extracted due to an infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.